Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user was unable to issue hydrocodone/apap 5-325mg tablet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, the technical support specialist (tss) confirmed in the cubex application that the validation code status was marked as requested. In the myqlink (mql) system, the rxverify request status was found to be new. The tss also verified that no issues were detected with rxverify requests in mql. Additionally, the tss stated that the call may have been routed to a different pharmacy where staff were not familiar with adding new facilities in mql, which was required to view rxverify requests. The system functioned as intended after the technical support specialist assessed the device.